Manufacturer narrative:
On thursday, 06.15.2023, we received the placement files (logs) and conducted an analysis. Initial conclusion is that the device performed as expected and did not malfunction. Lung placements are an expected event in eft placement. Additional testing of actual unit planned based on additional information from the hospital received 07.12.2023.

Event description:
A lung placement occurred on (B)(6) 2023. Intervention was required to remove the feeding tube from the lung to prevent injury. Based on the information provided no actual injury occurred to the patient.

Event description:
A lung placement occurred on (B)(6) 2023. Intervention was required to remove the feeding tube from the lung to prevent injury. Based on the information provide no actual injury occurred to the patient.